Manufacturer narrative:
This record is a duplicate/no complaint against the device. The record is not reportable. The g8/MDR: 9617229-2023-04256 is a reportable record. All the additional information received for the record will be reported under this g8/MDR.

Event description:
This record is a duplicate/no complaint against the device. The record is not reportable. The g8/MDR: 9617229-2023-04256 is a reportable record.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the left side.